Event description:
It was reported that this right atrial (ra) and right ventricular (rv) leads were discovered to be dislodged after an x ray analysis. The lead slack had pulled back in the device pocket. The patient presented in the clinic after complaining of feeling dizzy and electrical stimulation. During the testing of the device, there was no capture in both ra and rv leads, and sensing was not appropriate, with under sensing. An electrocardiogram was done simultaneously and showed a slow heart rate. The patient stated that she tried to contact the office multiple times, before a follow up in office. She mentioned that her symptoms started 2 weeks prior. After the follow up in office, the leads were recommended to be revised, therefore they have been repositioned at this time. Also, the leads outputs were decreased to resolve the "stimulation". The leads remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.